Event description:
It was reported that a pump alarmed no disposable pump won't run. Stopped the pump and powered off. The cassette was removed, prior to clamping the line. Unable to clamp the line, so the cassette was replaced. The pump was powered on and continued to alarm. The pump was powered off. There was no report of a patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.